Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference#: (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation and the patient was discharged home. Two or three days later the patient presented to the medical center experiencing fever, chills and nausea. The patient was treated for possible endometritis. The type of treatment is unknown.